Event description:
It was reported that the patient occasionally gets a sudden pain in their left side/hip. This has been happening for 2 weeks and had to turn stimulation off. The patient¿s doctor recommended reprogramming. The patient reported that they should have stimulation on both sides of their back but was only feeling the stimulation on the left side of their back. It was reported that the patient met with the company representative a day prior where the company representative adjusted stimulation and the patient could feel stimulation on both sides of their back. The patient reported that they were messing around with the programmer and now was not feeling stimulation on both sides. The patient was on group a1 at 6.20 volts. They were not sure what group was for what location. The company representative noted that the patient needed a reprogramming for treatment of a new pain location. It was not device related and the company representative was able to reprogram and get coverage in the right area. The patient was able to access the program but was not feeling stimulation. It was confirmed that there was a 50% or greater symptom reduction. Education on the stimulator was given to the patient. It was reported that the company representative spoke with the patient and they seemed to understand the programmer. The patient was doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (b)((4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).